Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Physician intended to use a protégé everflex with a 6f non-mdt sheath and a stiff angled guidewire for treatment of a 45mm plaque lesion in the patients proximal left external iliac of diameter 7mm. Lesion exhibited 70% stenosis. Slight calcification and moderate tortuosity were reported. Embolic protection was not used. IFU was followed. Device was prepped without issue. The lesion was not pre-dilated. The device did not pass through a previously deployed stent and no resistance was encountered when advancing the device. It is reported the stent deployed within a short 10cm sheath. When the physician pulled back the sheath the stent deployed in the wrong area (left common femoral artery) and a quarter of it was not within the artery. A cut-down was performed to remove the stent from the left common femoral artery. The procedure was completed at this point. The patient is doing well.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.